Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient extension line disconnected from the patient line of the homechoice cassette; no damage or leak was observed on the devices. This occurred during drain one of five of peritoneal dialysis therapy. Renal therapy services (rts) assisted with ending therapy and reviewed proper procedures per the user manual with the caregiver (cg). The cg would start over with new supplies and follow up the peritoneal dialysis registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.